Event description:
As reported during testing before use in a patient the balloon of this fogarty catheter could not be deflated. There was no allegation of patient injury. The device will be available for evaluation.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One fogarty catheter was returned for evaluation. Customer report of could not be deflated was unable to be confirmed. The balloon and windings were examined and appeared to be in good condition without any damage or abnormality. The balloon was inflated with 0.4 ml air and 0.15 ml water as recommended in the product IFU. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon deflation was achieved in 4 sec by pulling back on the syringe plunger as recommended in product IFU. Maximum deflation time from full capacity is 15 seconds per product IFU. The through lumen was found to be patent and did not leak. No visible damage or abnormality was observed from the catheter body or returned syringe. The device history record review was completed and the product passed without any nonconformances. As part of the manufacturing process, 100% of units are inspected according to drawing specifications, the balloon is visually inspected, and for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Furthermore, a deflation test to the balloons is performed after filled with water through a syringe. As per procedure, balloon free deflation time requirements are established for all models. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The complaint affected product was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed and a root cause could not be established.